Event description:
Per additional information provided: ni-ni-ni ¿ patent had upper midline incisional hernia thereby underwent repair with implant of perfix plug (device 1). (B)(6) 2010 - patient with the previous history of sigmoid resection with colostomy for perforated diverticulitis, previous upper midline incisional hernia repair with the perfix plug and patch (device #1) was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with partial excision of perfix plug (device 1). Per op notes, ¿numerous adhesions were noted and lysed. A large infraumbilical hernia sac was identified and opened. The patient had prior mesh (device 1) placement in supraumbilical region was transected. The hernia was repaired with primary closure.¿ (B)(6) 2011 - patient was diagnosed with chronic draining in midline and infected mesh thereby underwent open repair partial excision of perfix plug (device 1). Per op notes, ¿overlying scar tissue was removed. A sinus tract was seen and contained some mucoid purulent material and cultured. Some extruded marlex mesh (device 1) was noted and excised.¿ (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia with infected mesh thereby underwent open repair with excision of perfix plug (device 1) and implant of xenmatrix (device 2). Per op notes, ¿midline scar tissue was excised. Draining sinus cavity was adjacent to the umbilicus. Extensive adhesions were taken down. Fair amount of omentum adherent to anterior abdominal wall was taken down. The borders of mesh (device 1) were noted, and the mesh was excised along with excess skin and subcutaneous tissues. The hernia sac material was taken down. The umbilicus was excised leaving a large defect. Component separation was performed on both sides. A xenmatrix mesh (device 2) was placed intraperitoneal fashion and secured using sutures.¿ (B)(6) 2011 - patient was diagnosed with open wound infection thereby underwent repair with wound vac placement. (Note: there is no operative notes provided for this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol xenmatrix (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.